Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 47 mg/dl at the time of incident. Customer's other blood glucose value was 127 mg/dl. Customer also reported insulin pump error alarm and was able to clear the alarm and was also able to rewind the insulin pump. Self test was passed. The device will not be returned for analysis.